Event description:
Philips received a complaint on the v60 ventilator indicating that the castor was broken and could not be reattached. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they would like the part information to order a replacement bottom assembly of their v60 stand. The rse provided the customer with the part information and pricing. This investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted on 17oct2024, 24oct2024, and 31oct2024 to obtain confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.